Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
Patient was diagnosed for degenerative disc disease due to lumbar neuritis and underwent a total disc replacement on (B)(6) 2013. The surgeon was performing an l4-5 lumbar disc replacement using prodisc-l. The poly insert would not fully seat/lock into the inferior end plate when using the applicable inserter and inlay pusher instrument. The surgeon tried several times and described that the pusher would not to match up with the poly insert. The pusher would disengage with the poly and advance superior to the poly instead of advancing the poly posterior into the locked position of the inferior end plate. The poly insert was seventy-five percent of the way into the end plate but after several attempts, the poly insert would not lock in as it should. The surgeon was able to remove the poly, and after inspection determined it should be replaced. Another poly insert was opened, and another attempt to seat this new poly into the end plate was made. However, the same issue occurred and it would not lock properly into the end plate when using the pusher. The surgeon then had to remove the poly, the inferior end plate, and the superior end plate. The surgeon was able to lock the poly insert into the inferior end plate by hand outside the patient. The surgeon then inserted the pdl implant en bloc (inferior end plate, superior end plate, and poly insert) using the inserter into the patient without any incident. X-rays confirmed ideal placement both on the lateral and ap images. The surgeon was satisfied with the final placement. The problems with the poly inserts and/or the inserter and/or the pusher delayed the surgery approximately five minutes. The surgeon did not feel there was any direct harm to the patient, and was pleased with the final results. This is 1 of 6 reports for complaint #(B)(4).